Manufacturer narrative:
Reported event of stent migration. (B)(6). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 22, 2016 that a wallflex biliary rx fully covered stent was implanted in the common bile duct during a stent placement procedure performed on (B)(6) 2015 as part of the (B)(6) trial. The patient had a history of colon cancer and a lung lesion, and was enrolled in the study for palliative treatment of biliary strictures produced by malignant neoplasms prior to curative intent surgery, with or without neoadjvuant therapy. Liver function tests were performed on (B)(6) 2015. On (B)(6) 2015, an assessment of biliary obstructive symptoms (abos) was taken and reported no symptoms. The patient underwent an endoscopic retrograde cholangiopancreatography (ercp), endoscopic ultrasound without fine-needle aspiration, and an abdominal ultrasound for imaging/biopsy samplings. The patient underwent a stent placement procedure on (B)(6) 2015. The procedure was done in an outpatient setting and nsaids were administered. A biliary sphincterotomy was performed during this procedure. Additionally, balloon sweep, balloon dilation and intra ductal biopsy were conducted. Reportedly, a malignant neoplasm that is resectable was noted. On (B)(6) 2016, the wallflex biliary rx fully covered stent was noted to have a complete distal migration. The migration was not due to stricture resolution. Reportedly, the patient will not undergo curative intent surgery or any other type of surgery and was transitioned to palliative management due to disease progression and new evidence of unresectability of the tumor. There were no adverse events reported at the conclusion of the procedure.